Event description:
It was reported that the patient passed away due to multi-drug resistant acinetobacter pneumonia complicated by shock and disseminated intravascular coagulation (dic). The outcome was not device or therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events, as well as patient outcome, could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1, "introduction," lists bleeding and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.